Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. A review of manufacturing records found no related non-conformances or other manufacturing issues, and indicates the product was conforming when it left zimmer biomet control. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that eight closure tops were damaged during surgery. While final tightening a closure top into place, the threads broke off. The closure top was replaced, but the threads on the replacement also broke off. This was repeated until a total of eight closure tops had been damaged. The ninth closure top was successfully installed. There was a surgical delay of 40 minutes, but there were no reports of patient injury associated with this event. This is report six of eight for this event.

Manufacturer narrative:
Reporter address: (B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2017-00178 thru 3012447612-2017-00185.

Event description:
It was reported that eight closure tops were damaged during surgery. While final tightening a closure top into place, the threads broke off. The closure top was replaced, but the threads on the replacement also broke off. This was repeated until a total of eight closure tops had been damaged. The ninth closure top was successfully installed. There were no reports of patient injury associated with this event.this is report six of eight for this event.